Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2025, it was reported by tandem that the patient experienced sensor failure after warmup. The patient uses tandem t slim as the sole display screen. The sensor failed and then he was unable to get readings. He had hematemesis and unresponsiveness and was hospitalized for 1 week with a bg of 1400 mg/dl. The hyperglycemia was treated with IV insulin. At the time of the report, the patient had no issues related to dexcom. The patient reportedly did not recall additional details. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.